Event description:
Same case as 6000093-2006-01814 and 6000089-2006-01976. It was reported that approximately one hour after a coronary artery drug eluting stenting treatment procedure, in-stent thrombosis occurred. Three days prior to the procedure, the pt experienced a myocardial infarction. The lesions were located in the circumflex (cx) and the right coronary artery (rca). The cx was 2.75mm in diameter and 90% stenosed. The rca was 2.50mm in diameter and 95% stenosed. During the initial procedure, two taxus liberte drug eluting stents (des) were successfully placed in the cx; 2.75x16.0mm and 2.25x12.0mm. The vessel was not pre-dilated and stents were placed in an overlapping position. The rca was pre-dilated with an unspecified balloon and a taxus liberte 2.50x16.0mm des was successfully placed. Approximately one hour after the stenting procedure, the pt experienced chest pain with st elevations on v4-v6. Angiography confirmed stent thrombosis which caused a critical stenosis in the cx and sub-occlusion in the rca. An unspecified re-intervention was performed in which reopro was administered. The pt was hospitalized and there were no further reported complications. This product is only ous approved but, it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8292232 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.